Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection was performed and no anomaly was noted. The helix length was withing specification. As received device was able to establish telemetry and was at end of life (eol) level. Device was cut open and measured battery was at eol level. Longevity assessment was performed, and device was considered to have premature depletion based on usage. Additional testing performed on the hybrid indicated metal migration anomaly causing a possible short.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to be interrogated over conductive telemetry. The procedure was completed using a different lp. The patient was in stable condition.